Event description:
It was reported that the cassette used for peritoneal dialysis (pd) therapy had a leak at the point where the pink tube connected to the cassette. This was found during patient use. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found no issues. All lines were found to have adequate solvent and the assembly tolerance from the tube to the spike was found in agreement with the specifications. The reported issue could not be confirmed and the cause could not be determined. A review of all batch record documents for lot number 76uehc was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.